Event description:
The pt was implanted with an mattrix implantable neurostimulation receiver and lead for pain. The hcp notified the MFR via mail that the device had been explanted due to "infection". Further details on the pt event and pt outcome could not be obtained from the hcp.